Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): the problem code 2522 captures the reportable event of cutting wire failure to release bow. Problem code 1069 captures the reportable investigation results of cutting wire broken. Block h10: visual examination of the returned device revealed that the wire of the autotome was not attached to the handle causing the device cannot release from bow. Additionally, the working length of the device was found torn fromnt the end of the c-channel to the tip. According to the product analysis, the working length was found torn, which could had been generated if the guidewire was removed through the distal section or by the manipulation during procedure. Therefore, the most probable cause for this failure is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. Additionally, the wire was not correctly attached to the active cord inside the handle, in which this condition disable the device performance. Based on the review and analysis of available information the most probable cause is manufacturing deficiency since problems traced to manufacturing process. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during preparation outside the patient, the nurse checked all required devices and noticed that the cutting wire of the dreamtome failed to release bow. The procedure was completed with a second dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during preparation outside the patient, the nurse checked all required devices and noticed that the cutting wire of the dreamtome failed to release bow. The procedure was completed with a second dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.